Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) study. It was reported that a thrombus occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned and a 30mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed and successfully implanted. He was discharged on 81mg aspirin and 75mg plavix. On (B)(6) 2018, a transesophageal echocardiography (tee) was performed which noted a 1 cm sq immobile thrombus on the closure device. The planned treatment for the patient is to be put on eliquis for 3 months and follow up for a repeat tee in 3 months.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2018, the closure device successful implanted with incomplete laa seal of less than 5 mm on (B)(6) 2018, the patient was admitted to the hospital with symptoms of right arm weakness and speech change. The patient experienced an ischemic stroke. On (B)(6) 2018, the subject was discharged from the hospital.

Manufacturer narrative:
Correction to describe event or problem: the patient did not have an ischemic stroke. The patient experienced a transient ischemic attack. MDR ID: 2134265-2018-05444. Bsc ID: (B)(4). Tw: (B)(4). Tw: (B)(4).

Event description:
Asap too study. It was reported that a thrombus occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and successfully implanted. He was discharged on 81mg aspirin and 75mg plavix. On (B)(6) 2018, a transesophageal echocardiography (tee) was performed which noted a 1 cm sq immobile thrombus on the closure device. The planned treatment for the patient is to be put on eliquis for 3 months and follow up for a repeat tee in 3 months. It was further reported that on (B)(6) 2018, the closure device successful implanted with incomplete laa seal of less than 5 mm. On (B)(6) 2018, the patient was admitted to the hospital with symptoms of right arm weakness and speech change. The patient experienced an ischemic stroke. On (B)(6) 2018, the subject was discharged from the hospital. It was further reported that on (B)(6) 2018, the patient presented to an outside hospital for the symptoms of right arm weakness and speech change which lasted for about 45 minutes. The patient was diagnosed with a transient ischemic attack. It was previously reported that on (B)(6) 2018, the patient experienced an ischemic stroke. The information was corrected and it was further reported that the patient was diagnosed with a transient ischemic attack.

Manufacturer narrative:
MDR ID: 2134265-2018-05444. Bsc ID: (B)(4). Tw: (B)(4). Tw: (B)(4).

Event description:
Asap too study. It was reported that a thrombus occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and successfully implanted. He was discharged on 81mg aspirin and 75mg plavix. On (B)(6) 2018, a transesophageal echocardiography (tee) was performed which noted a 1 cm sq immobile thrombus on the closure device. The planned treatment for the patient is to be put on eliquis for 3 months and follow up for a repeat tee in 3 months. It was further reported that on (B)(6) 2018, the closure device successful implanted with incomplete laa seal of less than 5 mm. On (B)(6) 2018, the patient was admitted to the hospital with symptoms of right arm weakness and speech change. The patient experienced an ischemic stroke. On (B)(6) 2018, the subject was discharged from the hospital. It was further reported that on (B)(6) 2018, the patient presented to an outside hospital for the symptoms of right arm weakness and speech change which lasted for about 45 minutes. The patient was diagnosed with a transient ischemic attack.